Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 300-400 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Cause was not known. Customer attempted to self treat with a manual injection. Customer was treated with intravenous fluids of saline, potassium and insulin to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.